Event description:
Patient was holding onto sink, started to fall, sat down on edge of apollo chair, chair separated from frame, resident fell to floor. Sent to hospital ER. Diagnosed as a fracture right ankle. Surgical intervention required.